Manufacturer narrative:
Occupation: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection on (B)(6) 2019, it was observed that the cam lock lever for radiolucent aiming arms was broken. There was no patient involvement. Concomitant devices: radiolucent aiming arm/frn piriformis fossa (part: 03.033.002, lot: l924561, quantity: 1), cam lock lever for radiolucent aiming arms (part: 03.010.497, lot: t167964, quantity: 1). This report is for a cam lock lever for radiolucent aiming arms. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: device history records review was completed for part: 03.010.497, lot: t167964. Manufacturing location: tuttlingen, release to warehouse date: jul 17, 2018. A review of the device history records was performed for the finished device lot number, and no non-conformance were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. H3, h6: device was returned. Upon visual inspection, it was observed that one of the cam lock lever tab was broken. The broken plastic piece of the cam lock tab was not received. There are minimal signs of wear within the holes of the aiming arm. It is more likely that the device was subject to unintended forces during distribution or storage/handling. Overall, the aiming arm was in good condition and no new issues were identified during investigation. No surface wear was noted, consistent with the lack of usage of the device. The received condition agrees with the complaint description, therefore, the complaint has been confirmed. Relevant drawings were reviewed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The raw material certificate was reviewed, and the used material was according to the specification of the device. The broken piece of the cam lock tab was retained within the aiming arm component. Due to the nature of the breakage, it was inaccessible to take measurements around the broken part of the cam lock tab. Therefore, dimensional analysis could not be performed. During the investigation no unidentified issues were found. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. While no definitive root cause could be determined, it is possible that the device encountered unintended forces during distribution or storage/handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.